Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor is distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector. Helix will not extend or retract due to distal conductor distortion within the connector. Visual analysis indicates that there was damage at implant.

Event description:
It was reported that several weeks after implant, the lead's thresholds increased and there may have been a micro-dislodgement. It was also reported that during the patient's procedure there were threshold problems and the helix would not "cut back." The lead was removed and replaced. No patient complications have been reported as a result of this event.